Event description:
A case of pericardial effusion requiring intervention was reported during a left atrial appendage closure (laac) procedure where the versacross large access transseptal dilator and versacross rf wire were used among other devices including the watchman devices (boston scientific corporation) the physician experienced difficulty visualizing the positioning of the devices due to poor transesophageal echocardiography (tee) imaging. The versacross devices were positioned on the septum and transseptal puncture was successfully completed. The versacross rf wire, versacross large access transseptal dilator and watchman sheath were advanced into the left atrium. Unable to visualize the devices using tee, the physician used contrast for fluoroscopic visualization. Darkening in the pericardial space was noted and a pericardial effusion was noted on echo. The laac procedure was aborted, all devices were removed and pericardiocentesis was performed. The patient remained stable throughout procedure and was kept for overnight observation. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with the report number 9710452-2022-00037.

Manufacturer narrative:
There is no reasonable evidence that suggest the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.